Event description:
It was reported that the patient experienced no stimulation sensation from their implantable neurostimulator (ins) following a fall last night (details of which were unknown). The patient also had a herniated disc as a result of the fall and was to have an MRI of the spine (which was near their fusion). It was noted that the ins was on the patient's right side. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3888-33, lot# v517759, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v470183, implanted: (B)(6) 2010, product type: lead. Product ID: 3888-33, lot# v517759, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 3888-33, lot# v470183, implanted: (B)(6) 2010, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).